Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Customer did not return the control solution;unable to confirm the complaint. Most likely underlying root cause of malfunction:environmental testing conditions. Correction of serial #: (B)(4).

Event description:
Consumer reported complaint control solution out of the specification range. The control solutions specification (25-55mg/dl). The customer is concerned with control test results from meter memory of 348 and 364 mg/dl high results from control solutions .customer unable to provide to verify lot number and expiration date due to customer out of the town. The customer stated that when she used control solution level one, she obtained results in the 300's. The customer's expected fasting test result range is 99 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/14/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Customer did not return the control solution; unable to confirm the complaint. Most likely underlying root cause of malfunction:environmental testing conditions.

Event description:
Consumer reported complaint control solution out of the specification range. The control solutions specification (25-55mg/dl). The customer is concerned with control test results from meter memory of 348 and 364 mg/dl hig results from control solutions .customer unable to provide to verify lot number and expiration date due to customer out of the town. The customer stated that when she used control solution level one, she obtained results in the 300's. The customer's expected fasting test result range is 99 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 09/26/2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/14/2017 and open vial date is 09/21/2016. The meter memory was reviewed for previous test result history: 141mg/dl, (B)(6) 2016, 08:54 am, fasting: yes. 179mg/dl, (B)(6) 2016, 11:16 am, fasting: yes. 185mg/dl, (B)(6) 2016, 11:14 am, fasting: yes. 348mg/dl, (B)(6) 2016, 08:33 am, control. 364mg/dl, (B)(6) 2016, 08:30 am, control. Memory concerns: 364 ,348mg/dl control solution results.